Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a small amount of pus draining from the patient¿s percutaneous lead exit site was noted on (B)(6) 2015. The patient was afebrile at the time, with minimal tenderness at the site and no leukocytosis. A wound culture was obtained and the preliminary results showed gram-negative rods and alpha-hemolytic streptococcus. Infectious disease services recommended treatment with 400 mg of cefpodoxime by mouth twice daily for 14 days, from (B)(6) 2015. The patient was readmitted on (B)(6) 2015 for continued tenderness at the percutaneous lead exit site. The patient underwent debridement and vac (vacuum-assisted closure) placement in the operating room with subsequent changes at the patient's bedside. The patient remained on intravenous antibiotics during the admission until a pump exchange for the infection was performed on (B)(6) 2015.

Manufacturer narrative:
The patient's weight was not provided. Approximate age of device - 2 years and 4 months. The evaluation did not reveal any depositions within the pump. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.